Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, patient information was not provided.

Event description:
It was reported omegaven delivered too fast. Omegaven prescribed at 2.8ml x 20 hours/day. Arrived as 2 syringes with 28 ml in each. After 4 hours pump alarmed completed and syringe was empty. Pump confiscated and log confirmed rate of 2.8 ml/hr but noted a vtbi of only 8 ml. First syringe hung at 1800 and finished by 2200 hrs. Biomed could not duplicate problem with pump sending to bd for further investigation. There is no patient information.

Manufacturer narrative:
Investigation conclusion: the customer¿s stated issue of an over infusion was not confirmed through a review of the device logs or through testing. The log review found no programming errors that would explain a report of an over infusion. There were instances of both a bd 50 ml syringe and monoject 12 ml syringe being selected and confirmed by the user. The customer was unable to provide the pcu, pcu logs, or dataset in use at the time of the event. Functional testing consisting of barrel clamp accuracy, plunger position accuracy, and plunger force accuracy testing performed on the source syringe module found the device operating in specification. A pm label on the device shows the device may have been altered after the event occurred. However, the customer stated the device passed pm and no repairs were made. Device inspection: an internal and external inspection were performed on the source device. There were observations of fluid ingress in the front cover and at the bottom of the drivetrain assembly. There was no contamination observed on the electronic components. Both iui¿s have dried fluid around them and the male iui has corrosion on some of the contact pins. The barrel clamp assembly was assembled as expected. The incident administration set was not returned and could not be inspected. The syringe module has a pm label from the hospital: inspected on 11-20. The customer stated the device passed pm and no repairs were made. Root cause analysis: the root cause of the customer¿s complaint was not definitively identified in this investigation. The returned syringe module was thoroughly tested and inspected; no fault was found during testing. Device history review: review of the sn (B)(6) service history record showed the device had a manufacture date of 15apr2013. A review of the device service history record was performed beginning from the date of manufacture to the present date 22dec2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported omegaven delivered too fast. Omegaven prescribed at 2.8ml x 20 hours/day. Arrived as 2 syringes with 28 ml in each. After 4 hours pump alarmed completed and syringe was empty. Pump confiscated and log confirmed rate of 2.8 ml/hr but noted a vtbi of only 8 ml. First syringe hung at 1800 and finished by 2200 hrs. Biomed could not duplicate problem with pump sending to bd for further investigation. There is no patient information.